Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a ring finger pip collateral ligament repair, one of the projecting prongs on the end of the ar-1317ft (lot: 10175216) broke during insertion, causing the anchor to dislodge from the driver before being fully seated. The rep stated that the broken anchor was fully removed by using pickups and an allise. A second ar-1317ft from the same lot was opened and did not have a retaining cannula. The surgeon attempted to use the anchor without the cannula, but it broke in the same fashion as the first anchor. The rep stated that the surgeon was able to use an allise to grab the proud portion of the anchor and pulled the sutures tight against the driver while the surgeon's assistant inserted and seated the anchor. The rep confirmed that the second anchor is secure and intact in the patent. A third ar-1317ft from the same lot was opened and used to complete the repair without issue. Additional information received on 11/15/2018. The rep confirmed that the majority of the second ar-1317ft was left implanted (unretrieved fragment). The rep stated it was advanced about halfway when the breakage in the prong occurred. As a result, the anchor was disconnected from the driver. The rep stated that the surgeon was able to advance the partial anchor further by forcing it in with the disconnected driver and using other instrumentation as the allise. The rep confirmed that both broken prongs form the first and second anchor were retrieved and accounted for.